Event description:
The info received from the pt states that in 2005 she had a right total hip replacement. Two weeks following hip surgery, the pt's right leg became warm and red and swollen. An ultrasound was performed and showed that the pt developed a deep vein thrombosis (dvt) which extended from her right foot to her pulmonary vein. The pt also developed decreased lung breathing sounds and decreased pulses in her right foot. The pt had an optease filter placed. The pt had no contraindication to anti-goagulation. The pt pre-anticoagulation therapy was coumadin 2 mg once daily, tpa was given post procedure and the pt was placed in the ICU. The pt is currently taking 5 mg. Coumadin, once daily. There has been no recurrent pulmonary embolism (pe) inspite of anticoagulation.